Event description:
Pt was because full extension could not be obtained since the primary surgery. More tibia was resected to eliminate flexion contracture.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported event; however, provided info stated more tibia was resected during revision surgery to eliminate flexion contracture. The initial reporting indicated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.